Event description:
It was reported that 36 in 15 drop secondary set w/hgr fell apart. The following information was provided by the initial reporter: material no: ms3500-15, batch no: unknown it was reported that the secondary set fell apart.

Manufacturer narrative:
Investigation summary: the customer reported the secondary set tubing fell apart, and returned a picture of the failure. The picture clearly shows a separation at the outlet of the drip chamber and the complaint is verified. A device history record review could not be performed because a valid lot number was not provided by the customer. There is no physical sample and so an investigation could not be performed, and the root cause is unknown.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 36 in 15 drop secondary set w/hgr fell apart. The following information was provided by the initial reporter: material no: ms3500-15. Batch no: unknown. It was reported that the secondary set fell apart.